Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. There was no reported impact to customer's blood glucose level. Additional information regarding the reported issue was not provided. Customer declined troubleshooting with tandem technical support.